Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo visian toric implantable collamer lens, in the patient's left eye (os) in early (B)(6) 2017, for correction of severe myopia of -12.5 , with astigmatism. The reporter indicated the patient had noted cutting off of the peripheral vision in left eye. The symptom is worse when accommodating (reading). The peripheral vision almost appears like seeing the edge of the lens with a crescent shape cutoff. The symptom is bothersome since the patient does a lot of reading for their job and the vision field feels asymmetrical. The patient is also experiencing halos at night. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.